Event description:
The customer reported that the battery is broken. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer determined that the pt was defective. The battery was not available for eval by philips. We will consider that the customer understands that the battery needs replacement. As 12/13/2012 the customer has not called back for any support regarding this issue. We will consider this a malfunction of the battery based on the customers reported problem.